Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received from legal on 02aug2023. Legal case ¿ USA (mdl no. (B)(4). Patient ID: (B)(6). 8. Plaintiff was implanted with the following exactech device: optetrak logic, 9. Leg in which the exactech device was implanted: left, 10. Date the exactech device was implanted: on (B)(6) 2016, 11. State in which the exactech device was implanted: (B)(6), 12. Date the exactech device was surgically removed/revised: on (B)(6) 2022, 13. Pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Original description summary: legal case - USA patient ID: (B)(6). Per a report from the legal department, the patient had an initial left knee arthroplasty on (B)(6) 2016 which was revised on (B)(6) 2022, approximately 6 years and 5 months from initial implant. On (B)(6) 2023/ (B)(6), rn. Revision operative report of (B)(6) 2022- left failed total knee arthroplasty ¿ the femoral implant was easily removed with minimal bone loss; the cement was completely debonded from the femoral component. The tibial component was removed with minimal bone loss. The patellar button was inspected and removed. Osteolysis in the superior pole of the patella was encountered. Dressings were applied; the patient was transferred to the recovery room in stable condition. The patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6)2022 home with home care services. No complications occurred. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi search - hss - no results.

Manufacturer narrative:
B4: corrected.

Event description:
Revision operative report of(B)(6) 2022- left failed total knee arthroplasty ¿ the femoral implant was easily removed with minimal bone loss; the cement was completely debonded from the femoral component. The tibial component was removed with minimal bone loss. The patellar button was inspected and removed. Osteolysis in the superior pole of the patella was encountered. Dressings were applied; the patient was transferred to the recovery room in stable condition. The patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6) 2022 home with home care services. No complications occurred.

Event description:
Revision operative report of - left failed total knee arthroplasty ¿ the femoral implant was easily removed with minimal bone loss; the cement was completely debonded from the femoral component. The tibial component was removed with minimal bone loss. The patellar button was inspected and removed. Osteolysis in the superior pole of the patella was encountered. Dressings were applied; the patient was transferred to the recovery room in stable condition. The patient was admitted to the hospital and discharged home with home care services. No complications occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.